Event description:
It was reported that the patient underwent surgery to reimplant a tactra malleable penile prosthesis after removal of their previous device due to infection. No further patient complications were reported.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported infection could not be established as the product is not available for analysis. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation of infection could not be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not review any evidence of device off-label use or failure to follow instructions. Also, there is no evidence that the device was used or handled improperly. Investigation conclusion: based on this investigation a probable cause for the event could not be established; therefore, the conclusion code of known inherent risk of device has been chosen. Risk review and labeling review identified that the adverse event of infection is a known risk of the device. The cause of the infection was not established by physician, although infection is included in the labeling documentation as an adverse event of the implant surgical procedure. The risks, benefits, and potential adverse events of all available treatment options should be discussed with the patient and considered by the physician and patient when choosing a treatment option is included in the document, therefore a conclusion code of known inherent risk of device was chosen. The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent surgery to reimplant their tactra malleable penile prosthesis due to a previous infection. No further patient complications were reported.